Event description:
A customer contacted baxter to report that the homechoice (hc) machine was putting air in her. The home patient (hp) added that the she had gotten air in her and was having shoulder discomfort. The technical service representative (tsr) explained the proper procedure in terms of checking the patient line for air after priming. The hp stated, she has had air for about a week. The tsr advised the hp to follow up with the nurse and offered to swap the hc machine, but the hp stated, she would talk to the nurse first and call back if they decide to swap. No injury or (B)(6) 2010, and she stated that she was not aware that the hp was having air in her and was not aware of any shoulder discomfort. The nurse stated that she would follow-up with the hp, and added that as far as she knew, the hp had not mentioned any other problems. During further follow up with the nurse on (B)(6) 2010 regarding the air in the hp, it was revealed that the hp is doing fine and continuing therapy on the hc cycler without issues. The nurse was unable to provide a cause of the reported shoulder pain. The nurse confirmed that the hp did not report air, or any issues with the dialysis supplies. The nurse believed the shoulder pain issue has been resolved. No allegations were made against any of the hp's dialysis products. No medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, it was determined that this is not an emdr reportable event. No further action will be taken.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.